Event description:
It was reported by service report that the frame inner base tube was separating on the right side. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Frame inner base tube.